Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that at 117cm distal from the hub, the hypotube of the device was kinked. Microscopic inspection revealed there was a partial collar and shaft separation, the shaft was kinked at 19.6cm from collar and the tip was prolapsed within the distal end of the shaft.

Event description:
Reportable based on the device analysis completed on 04mar2025. It was reported that the device was unable to cross the lesion. The stenosed target lesion was located in the severely tortuous and calcified left anterior descending artery (lad). A guidezilla ii, 7f was selected for use. During the procedure, it was noted that the device could not pass through the lesion. The procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition post procedure. However, device analysis revealed that there was a partial collar and shaft separation.